Event description:
Reportedly, a 12.6mm tmicl12.6 -16.00/1.5/068 implantable collamer lens was implanted into the patients left eye (od) on (B)(6) 2022. The lens was exchanged for a different model, length and power lens on an unknown date. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in liquid, in vial. Visual inspection found a haptic and optic torn. Claim #(B)(4).

Manufacturer narrative:
B4: corrected to 05-jul-2022 in initial MDR. B5: corrected to: reportedly, a 12.6mm tmicl12.6 -16.00/1.5/068 implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The lens was exchanged for a different model, length and power lens on an unknown date. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. G3: corrected to 05-jul-2022 in initial MDR claim#: (B)(4).